Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional device information: it was later reported that the valve was working properly and did not malfunction. According to the report the valve was explanted as part of the shunt system. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2010. According to the report, the patient returned to the hospital on (B)(6) 2011 and the shunt was found to be leaking at the patient's abdominal wall and the patient had an infection. The report stated the device was explanted in 2011. After surgery it was reported the patient was stable and there was no headache, fever and stomachache. Reportedly, on (B)(6) 2015 it was reported that the patient continues to have an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.